Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14980594.

Event description:
It was reported that the patient experienced loss of coverage due to multiple contacts out on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The patient leads will not be returned as they were kept by the medical facility.